Event description:
A user facility reported an error 208 message on the novalung console during priming for extracorporeal membrane oxygenation support. There was no patient involvement. The complaint sample was received for product investigation.

Manufacturer narrative:
Additional information: b5, d9, h3, h6 plant investigation: non-conformity was not observed during manufacturing process. The review of the repair history in the qtrak complaint amd system of the devices xen0648 and xcon0550 showed no repair activities. The machine files of the console were provided, and the sensor box was returned for evaluation and received on september 16, 2025. The alarm 208 indicates a technical failure of the flow measurement (failure of the communication to the printed circuit board in the sensor box. The machine files show that alarm 208 occurred on (B)(6) 2025, at 11:21 p.m., and the flow was no longer displayed. However, visual inspection of the sensor box showed no defect, and electrical testing revealed no abnormality. The alarm could not be reproduced during the functional test.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported an error 208 message on the novalung console during priming for extracorporeal membrane oxygenation support. There was no patient involvement. The complaint sample was available for product investigation.